Event description:
This is a report of a patient from (B)(6) who was undergoing hemodialysis using an unspecified hemodialysis solution and went into full cardiac arrest during last 8 minutes of hemodialysis. Patient was heard to have difficulty breathing when a staff member went over. The patient suffered a loss of consciousness, cardiopulmonary resuscitation (CPR) commenced, emergency responders were phoned, full resuscitation was conducted with paramedic assistance and the patient left unit unresponsive in the care of paramedics and transferred to nearest hospital for further treatment. Patient was not well over the weekend and did not disclose this prior to hemodialysis treatment.

Manufacturer narrative:
(B)(4). The product code is unknown and therefore the 510(k) entry field is left blank. It is unknown at this time if the device will be returned for evaluation. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). It was determined that this product is a drug and not a device. This incident involving the disposable device was reported under manufacturer report number 1423500-2010-03968.